Event description:
The meter did not power on. The patient went to see the physician because patient felt dizzy and meter would not power on. The patient's blood glucose was in the upper 300's and patient was treated with insulin; however, the patient does not recall how much insulin patient was given. The battery was replaced less than a year ago and was in good condition. There is no information at this time on how long the meter did not power on for.